Event description:
It was reported that the lead was explanted due to oversensing and possible fracture. The lead was discarded and will not be returned for analysis. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data were available for analysis. The provided test values from 21st of december 2023 recorded a pacing impedance between 825 ohms and 1,347 ohms and a shock impedance between 52 ohms and >150 ohms. No iegm episodes were available for analysis. The test episodes showed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.